Event description:
A call to technical services was made on 11/19/2013 stating that this lead was having noise, oversensing and unspecified out of range pacing impedance measurement. This lead was implanted on (B)(6) 2001 and is still in active use. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).